Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and was incoherent. Cause of elevated bg was unknown. Reportedly, the pump battery fully depleted and subsequently shut down due to customer not charging the pump. The customer¿s spouse dialed 911, and paramedics performed a fingerstick which indicated customer¿s bg level was over 1,000 mg/dl. Customer was taken via ambulance to the emergency room and subsequently admitted to the hospital where they were placed in a medically induced coma. Reportedly, the customer passed away on (B)(6) 2022, two days after the initial event. Multiple follow-up attempts were made but no additional information was available at the time of this report. The pump was not uploaded to t:connect, therefore the pump log could not be investigated. It is not currently known the extent to which the device shutting off due to low power was relevant to the event.